Event description:
The dacapo power pack was rec'd at service and repair with leaking electrolyte fluids. However neither pt contact nor injuries have been reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was likely the reason for the malfunction of the device returned by the end-user. No pt injury due to leaking electrolyte has been reported. This is a final report.